Event description:
It was reported that the patient underwent a tlif with an interbody device. During implantation, when hammering on the inserter as usual, the device suddenly broke into 1 large and 4 small fragments. It was not possible to explant the largest fragment so the surgeon had to leave it in place. The patient was stabilized with posterior fixation from l4 to s1 afterwards as intended. At this time, the patient's status is good, but long term is unknown at this time.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 2990832, procode max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 2990832, 510k # k073291 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Review of radiographic images show multiple x-rays of construct l4, l5, s1. Pedicle screws, capstone is in place at l5. L4 has no implant, but disc appears to be cleared out. Photos show multiple capstone fragments consistent with interoperative failure. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Evaluation of the returned device found only 3 of the 4 small fragments described in the event were returned for analysis. The main part of the cage was left implanted and could not be returned for further evaluation. The cage broke at the junction with the oblong graft window and along the thread hole and the lateral slots corresponding to the attachment to the implant inserter. A chip has been broken off at the entrance of the threaded hole. The broken sections are angled from the plane symmetry of the cage suspecting an angled load applied during the insertion of the cage. This kind of breakage is consistent with an excessive load applied at the level of the connection with the implant inserter. The part returned was found broken at the level of the attachment with the implant inserter. No pre-existing defect was found at the level of the breakage. The breakage is consistent with an over-loading of the part. The origin of the over-loading can be attributed to the application of an angle load on the implant inserter during the implantation of the cage. This angle load could be linked to a misalignment of the inserter with intervertebral disc space during implantation.